Event description:
The nurse had used the safety mechanism on the insulin syringe and the needle bent and penetrated the cap leading to a stick with a dirty needle.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Additionally, no trends related to this issue have been identified during our track-and-trend analysis. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample analysis.sol-millennium recommends use your thumb to push the safety shield over the needle until an audible "click" is heard, positioning thumb in the "thumb zone". This indicates correct activation of the safety mechanism. If the needle bends, do not attempt to activate the safety arm. Instead, discard the device directly into the safety container.the needle will be completely covered by the shield. Dispose of the used device in a sharps container according to facility protocol.